Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call they experienced hyperglycemia with blood glucose level running over 300 mg/dl a week or two weeks and it has gotten up to 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with the insulin pump but now off the insulin pump and giving manual injections due to safety notice. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not alleging insulin pump was under delivering. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.